Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to verify prime anomaly or perform the self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Pump passed stop current test and run current test. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was stuck in the prime/rewind loop. Customer stated that insulin continued to drip when the act button was released. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.